Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the insufficient air supply pressure was caused by a defect of the primary decompressor. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, there was insufficient air supply from the high flow insufflation unit. The issue was found during preparation for use for an electronic laparoscopic surgery. There was no patient under sedation. There was no delay of procedure. The procedure was completed using a similar device. It was reported that there was no patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the gas supply was insufficient due to a defective first regulator unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.